Event description:
The user facility reported observing a blockage in the oxygenator after priming the circuit for a standard CABG procedure. Air was also observed in the arterial line. The perfusion was stopped, the oxygenator was changed out and the procedure was reportedly completed "normally" without any further complications. The patient was reported to be stabilized during the operation, however, he expired 6 days later having suffered severe brain damage.

Manufacturer narrative:
Involved device has not been received for evaluation. Therefore, the investigation consisted of a review of user facility information and manufacturer quality records. The involved device was not returned for evaluation, which limits the failure investigation. A review of the complaint files confirmed that this lot number has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. Based upon the available information, the cause for the reported observation cannot be definitively determined. The potential for gaseous emboli is addressed in the device labeling under warnings/precautions section of the instructions-for-use stating multiple recommendations for appropriate procedures to be used; such as, maintaining a higher pressure in blood phase than gas phase, avoiding sudden pump stoppages, not obstructing the gas outlet port, minimum reservoir level, the use of an arterial filter and bubble trap is recommended to avoid the risk of transmitting an air emboli to a patient, etc. All available information has been placed on file in quality assurance for use in tracking, trending and follow up.